Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the identified symptom keypad malfunction while programming an infusion. Evaluation found the #9 key to be operating intermittently, caused by a failed keypad. The remaining keys were found to operate within specification. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a keypad malfunction. There was no pt involvement.